Event description:
It was reported that an ilet bionic pancreas experienced a nonresponsive sleep/wake button, intermittent black screen with a recurring loading circle, and recent exposure to water when the device fell into a bathtub, consistent with an electrical malfunction of the switch component. Symptoms included no clinical signs, symptoms, or conditions reported by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a key/button unresponsive issue linked to the switch/relay, consistent with an electrical problem and component failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the switch/relay.